Manufacturer narrative:
The insulin pump was received with broken belt clip slot. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had damage. The blood glucose at the time of the incident was unknown. The customer states the insulin pump had a crack on the top of the pump. The customer also mentioned having a high blood glucose reading, but decline to troubleshoot. The device will be returned for analysis.